Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient had pain, popping, ratcheting and grinding in and around hip and elevated metal ion levels after asr hip implant. Asr litigation record. Motion to re-open case and amended litigation received. Litigation alleges pain, popping, ratcheting and grinding in and around her right hip, elevated metal ion levels and emotional distress. It was reported that, during revision there was a large amount of brownish red clear fluid within the joint with a string sign of approximately 1-1/2 inches, consistent with a pseudotumor fluid accumulation. Doi: (B)(6) 2007. Dor: (B)(6) 2017, (right hip).